Event description:
It was reported that during a da vinci-assisted partial nephrectomy surgical procedure, the customer contacted the technical support engineer (tse) to state that the system displayed error code 31020. The customer had contacted the field engineer (fe) and power cycled the system, but the issue remained. No known impact or patient consequence was reported. Intuitive surgical, inc (isi) followed up with the initial reporter and obtained the following additional information regarding the reported event: the ports were placed prior to the issue being identified. The system functionality was checked upon powering the system on, and nothing was noted to be out of the ordinary. Dvstat was contacted for troubleshooting, and full troubleshooting was performed. The problem was resolved by converting to traditional laparoscopic surgery to continue with the procedure. It is unknown if the port size was increased or if the patient was able to tolerate the change. No patient injury was reported.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. The isi fse found error 31020 node, pointed to endoscopic camera manipulator (ecm) use counter limit exceeded and reset the hour meter and the problem was resolved. The system was tested and verified as ready for use. The complaint was confirmed based on the field evaluation.